Manufacturer narrative:
(B)(4). Date of the event: unknown.

Event description:
It was reported that the retaining hex driver (rhd2.5) hold implant with a lot of strength and friction and the implant did not disengage at the moment of placement. It was also reported that they were able to complete the procedure with another driver.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer hex driver tool was returned for inspection. The device shows signs of wear consistent with use at the body and hex attachment feature. The device was functionally tested, and it was found that the driver was able to assemble and disassemble with a mating implant and mating mount. The malfunction is unconfirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. Device evaluated by manufacturer: change "no" to "yes".